Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that they heard a popping sound and the system then shutdown uncommanded. No pt injury was reported.